Manufacturer narrative:
Hardware is often used to stabilize a fracture to allow bone healing. As the bone heals and solidifies from inside out, the hardware is pushed out of position. The skin around the foot and ankle is thin with very little tissue covering the bones. Therefore, as the bone heals and the hardware is pushed prominently, this makes the area prone to tenderness and skin disruptions. Given that the initial fracture healed, the hardware served its intended purpose which then required removal as intended. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. All products manufactured follow appropriate standards, and the reported infection occurred over 90 days; therefore, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported in an anonymized retrospective study that a patient was revised due to a superficial infection from prominent metal work. Upon removal, it was noted that the bone fracture was already united. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in an anonymized retrospective study that a patient was revised approximately 13 months post implantation due to a superficial infection from prominent metal work. Upon removal, it was noted that the bone fracture was already united. Attempts have been made and no further event information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d6a, g3, g6, h2, h10, h11. Once the investigation has been completed, a follow-up MDR will be submitted.